Event description:
A cartridge alarm 6 was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl and was within the validated operating altitude range. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery continues uninterrupted.